Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated the device was turned off and the patient was set up for surgery on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence. It was reported that the patient¿s setting was at 0.8 volts (v) which was really low, noting they were usually up at 1.8 v or 2 v. The patient was playing with the levels because they were having some incontinence and noted they increased to 4.3 v on program 2 but felt nothing. They increased to 7.9 v on program 2 and vaguely felt the stimulation. They then felt it slightly in the 8s. The patient switched to program 1 at 8.5 v but felt nothing. They switched to program 3 and went to 6.7 v where they started to feel it in the anus. Then they suddenly started yelling that it really hurt so they decreased it to 2.1 v, but didn¿t feel it there. The patient was going to monitor their symptoms and let their doctor know they weren¿t feeling the stimulation. It was addition ally reported that the patient had discomfort in their gut when they increased the stimulation but they were slightly constipated. The patient always had discomfort in their gut because their relevant medical history included gut issues. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was not getting benefit or stim sensation along with a painful sensation when trying a specific program. The caller is working with the managing doctor on possibly doing a revision. The caller met with the patient today and confirmed the patient not getting stim on any programs. Caller did an impedance check and showed all pairs were >4k ohms except c+3-. The rep set up a program on c/3. The caller also noted the patient got a strong jolt in bicycle seat area when the impedance test got to 25-30% through the test. The rep did multiple impedance tests at different voltages and pulse widths. Technical services reviewed possible causes for the issue and reviewed the caller should consider having patient tested in multiple positions as far as impedances go.